Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation, and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a device turned off without user input. Any patient injury, medical intervention, and patient involvement is unknown.